Event description:
Patient reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was requested on january 03, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side capsular contracture baker grade iii. The device has been explanted.